Event description:
My complaint has occurred numerous times over the last year with the most recent incident on (B)(6) 2024. I am dependent on a CPAP machine due to sleep apnea. I purchased a resmed mini travel CPAP for travel which I have used the last year or more. Several times or more when using the device (with the humidx plus) I wake up in the middle of the night with constant sneezing, stuffiness and congestion. The humidx plus is a capsule used in the travel CPAP to provide humidification to reduce nose and airway irritation. For more than 50% of the time when I use the travel CPAP, I feel sick like I have a flu for several days after. The only thing I can think of is that there is some chemical in the humidx plus capsule causing this. This happens even after I, either clean all the tubing or with new tubing. This has happened now multiple times to the point I do not want to use the product anymore. Thank you, (B)(6). Resmed company customer service line is: (B)(6).